Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change-out for normal eri, externalized conductors were observed. No electrical anomalies were detected. The physician elected to keep the lead implanted and continue monitoring the lead. The patient did not experience any symptoms and the procedure went well.